Manufacturer narrative:
The actual date of contact from the patient occurred on 08/10/2013. The patient reported attempting to continue use of the pump at the time of the call despite having power issues from damage to the pump. The patient was advised to discontinue the pump in favor of an alternate treatment plan. The patient indicated wanting to remain on the pump because there was uncertainty on the insulin dosage to use with the insulin pen. The patient reportedly sought hospital treatment later that night. The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) to report that her blood glucose was elevated to 440 mg/dl after she discontinued insulin pump therapy because she was not able to place her battery cap on the pump the day before. At the time of concern, the patient exhibited symptoms of vomiting and did not feel well. The patient took 8 units of insulin within an eight hour period and also received ¿bag of water.¿ at the time of the call to animas, the patient was on the backup plan. This complaint is being reported because the patient elevated blood glucose and symptoms that can be suggestive of hyperglycemia after the patient discontinued insulin pump therapy due to a battery cap issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.